Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precision glide¿ needle experienced a broken cannula. The following information was provided by the initial reporter: I have had to remove the broken needle from the patient's arm. Has there been any harm to the patient? (Detail). A: damage as such, no, but there was a small situation where the needle remained embedded in the patient's arm, but it could be managed since the needle was withdrawn without causing any damage to the patient. Was there a need for medical intervention (administration of medication, etc.)? (Detail) a: no, since the situation could be handled.

Event description:
It was reported that the bd precision glide¿ needle experienced a broken cannula. The following information was provided by the initial reporter: I have had to remove the broken needle from the patient's arm. ¿ has there been any harm to the patient? (Detail) a: damage as such, no, but there was a small situation where the needle remained embedded in the patient's arm, but it could be managed since the needle was withdrawn without causing any damage to the patient. ¿ was there a need for medical intervention (administration of medication, etc.)? (Detail) a: no, since the situation could be handled.

Manufacturer narrative:
H6: investigation summary: three photos received for investigation. Upon visual evaluation, bent needle is observed. No other defects or issues can be observed. Based on the quality team's investigation, we are not able to identify a root cause for broken needle. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Investigation summary: three photos received for investigation, upon visual evaluation, bent needle is observed. No other defects or issues can be observed. Additionally, 138 needle samples received. Bent cannula is confirmed, further evaluation was performed and the needle was damaged which likely is causing the bent cannula and clogged needle. No damage to shield or hub was observed. Functional testing was performed, no material found that could cause clogged needle. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional info received.